Event description:
Approximately one hour and ten minutes into the case, the stryker hood worn by the scrub technician began to fog up and the team in the room smelled smoke. The technician tried to adjust the air flow, and it would not adjust. The technician left the field and removed the hood. She noted the wires inside the hood on the right were glowing once she removed it.